Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The fse reviewed the logfile and found that host computer could not communicate with flexvision pc at the time of the issue. Upon functional testing, the fse observed that the flexvision unit showed no hard drive activity during boot-up, which was abnormal. The fse confirmed that the flexvision pc was defective and needed a replacement. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision pc and hard drive by the fse resolved the reported issue and restored the functionality of the system. After the replacement and re-installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.